Manufacturer narrative:
The insulin pump was returned for low battery alarm and power error alarm confirms in the long trace. The detailed trace analysis confirmed the pump alarmed low battery and then power error alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause was the non-sleep anomaly software error. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a battery tension disconnected alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.